Event description:
Original treatment procedure and events: subject (B)(6) female who presented on (B)(6) 2010 with mrs 1 on admission, and diagnosed with large symptomatic, unruptured left p-comm aneurysm that was treated with 17 coils. The angiographic score was raymond roy 3 at end of index coiling procedure, no adjunctive devices were used. Subject was discharged with mrs 4. A subacute non-hemorrhagic infarction and left-sided hemiparesis events, and improvement to mrs 2 were reported previously to micrus complaints department. A diagnostic follow-up mra performed on (B)(6) 2011 showed persistent remnant of the previously coiled aneurysm. Retreatment was recommended. An angiogram performed on (B)(6) 2011 showed persistent remnant of the 11 x 5.3 mm aneurysm and a 5.8 mm neck in the left posterior communicating artery. It was treated with an additional 12 coils* (trufill, ultipaq and cashmere). An interim deltaplush coil (3 x6 mm) placement was abandoned due to coil push back into parent vessel, and the final ultipaq coil (2x6mm) attempted was not detached due to concern for loop migration. After retreatment, the final angiographic score was raymond roy grade 2 (residual filling of aneurysm neck). Subject was discharged with mrs 1. * coils used for re-treatment in order of placement: (1) trufill 14, 4 x 10, (2) ultipaq 10, 3 x 8, (3) ultipaq 10, 4 x 6, (4) ultipaq 10, 4 x 8, (5) ultipaq 10, 4 x 8, (6) ultipaq 10, 4 x 8, (7) cashmere 14, 3 x 6, (8) cashmere 14, 3 x 4, (9) ultipaq 10, 3 x 6, (10) ultipaq 10, 2 x 6, (11) ultipaq 10, 2 x 6, (12) ultipaq 10, 2 x 6. After placement of the first two coils, a 3-6mm deltaplush coil was attempted but not detached due to push back. The last coil attempted, 2x6mm ultipaq 10 was not detached due to concern for loop migration medical monitor assessment: during initial procedure aneurysm was not completely obliterated, a following treatment was required.

Manufacturer narrative:
Concomitant devices used: (1) unknown trufill 14, 4 x 10, (2) unknown ultipaq 10, 3 x 8, (3) unknown ultipaq 10, 4 x 6, (4) unknown ultipaq 10, 4 x 8, (5) unknown ultipaq 10, 4 x 8, (6) unknwon ultipaq 10, 4 x 8, (7) unknown cashmere 14, 3 x 6, (8) unknown cashmere 14, 3 x 4, (9) unknown ultipaq 10, 3 x 6, (10) unknown ultipaq 10, 2 x 6, (11) unknown ultipaq 10, 2 x 6, (12) unknown ultipaq 10, 2 x 6. (B)(4). This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00784 and 2954740-2012-00785. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
Note: this is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00784, 2954740-2012-00785 and mdr2954740-2011-00007. Note 2: initial report submitted did not have any box checked under "outcome attributed to ae". A correction is now being submitted to indicate the appropriate box. Information was previously reported for (B)(6) study subject (B)(6) that two days post treatment of a symptomatic unruptured left posterior communicating (pcom) artery aneurysm with placement of 17 micrus cerecyte coils the patient had subacute non-hemorrhagic infarction and left sided hemiparesis. Ischemic stroke is a well-known potential adverse events associated with neuro-endovascular procedures as outlined in the device instructions for use. Physical manipulation of the arteries during these procedures has the associated risk of dislodgement of debris/plaque/thrombus that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Based on the available information, no conclusion can be made regarding the relationship to the individual devices. It was reported that raymond roy score was 3 (residual aneurysm) at end of index coiling procedure, no adjunctive devices were used. There were no problems with the coils that led to stopping with 'residual' filling. It was reported that the residual filling was punctuate and not uncommon to have at the end of coiling. Additional information was received reporting that during re-treatment of the persistent remnant interim placement of a 3x6 deltaplush coil was abandoned due to coil push back into the parent vessel. Additionally the placement of the final 2x6 ultipaq coil was attempted but was not detached due to concern for loop migration. After treatment the final angiographic score was raymond roy grade 2 (residual filling of the aneurysm neck. The patient was discharged with a modified rankin scale (mrs) score of 1 which was unchanged from initial presentation. The re-coiling procedure was stopped because the last coil they tried to put in could not be completely inserted within the aneurysm. It was reported that there was no evidence that there was any problem with the coil and that this happens commonly at the end of a case. At index/first treatment the 80 year old female presented with mrs 1 and was diagnosed with a large symptomatic unruptured pcom aneurysm arising form the distal left ica with an adjacent non-dominant lpcom artery. The regular shaped aneurysm with a 10mm height, 10mm width and a 6mm neck was treated with a total of 17 coils which included the following: 2x29 presidio 10 x2, 7x30 presidio 10 x 1, 6x26 presidio 10 x1, 5x17 presidion 10 x1, 4x10 presidio 10 x2, 5x10 deltapaq x1, 4x8 deltapaq x2, 3x8 deltapaq 10 x1, 3x6 deltaplush x1, 2x6 deltaplush 10 x 1, 2.5x5 deltaplush 10 x2, 2x4 deltaplush 10 x1, and 1.5x2 deltaplush 10 x1. Per the medical monitor assessment: during initial procedure aneurysm was not completely obliterated, a following treatment was required. The patient was discharged with mrs4 with a subacute non-hemorrhagic infarction and left-sided hemiparesis with improvement to mrs of 2. Nine months later a diagnostic follow-up mra showed persistent remnant of the previously coiled aneurysm. Retreatment was recommended. An angiogram performed six weeks later showed persistent remnant of the 11 x 5.3 mm aneurysm and a 5.8 mm neck in the left posterior communicating artery. In addition to the 3x6 deltaplush and final 2x6 ultipaq that were attempted but not placed 12 coils were implanted (trufill 14, 4 x 10, ultipaq 10, 3 x 8, ultipaq 10, 4 x 6, ultipaq 10, 4 x 8, ultipaq 10, 4 x 8, ultipaq 10, 4 x 8, cashmere 14, 3 x 6, cashmere 14, 3 x 4, ultipaq 10, 3 x 6, ultipaq 10, 2 x 6, ultipaq 10, 2 x 6, ultipaq 10, 2 x 6). After retreatment, the final angiographic score was raymond roy grade 2 (residual filling of aneurysm neck). Subject was discharged with mrs 1. The lot numbers of the two coils used during the follow-up coil embolization, a 3x6 deltaplush coil that was not placed due to push back and a 2x6 ultipaq coil that was not placed due to loop herniation, are not available. Therefore a device history record review cannot be completed for these devices. With review of the available information it appears that aneurysm characteristics including wide neck characteristics likely contributed to the event. As reported there is no indication of a relationship to any device abnormalities or manufacturing issues; therefore, no corrective actions will be taken.